Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that the visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant, the right ventricular (rv) lead after several difficult manipulations the helix was unable to advance. The rv lead was removed and the high voltage port of the device was plugged until an rv lead was implanted at another time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.